Manufacturer narrative:
(B)(4). The investigation was completed on 03/31/2015. The analyzer was tested and is functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer who reported that analyzer sn (B)(4) yielded quality code 86 and the rechargeable battery became hot to touch. Apoc has determined that a component failure within the analyzer circuitry may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that a rechargeable battery was being used. Apoc has determined that when using rechargeable batteries the product is unlikely to become hot to touch. Customer is returning analyzer sn (B)(4) and rechargeable battery (bod (B)(6) 2011) for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
(B)(4).

Event description:
Na